Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No under delivery anomalies noted during testing. Programmed multiple boluses and monitored. All bolus deliveries were shown properly in the daily history screen. The correct test unit value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. The low reservoir feature functioned properly during testing. No unexpected pump error alarms noted during testing. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump will not allow her to deliver insulin because it was not reading the correct amount of insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the bottom of the insulin pump indicated no insulin. Self-test was performed and passed. The customer was advised that the insulin pump needed to be replaced for safety concerns and advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.